Event description:
Home care dealer reports that the detachable power cord used with a 2001 vintage apnea monitor caught on fire and burned a hole in the baby blanket. There was no injury to the baby and parents, while checking on baby, noticed the problem. No problem was reported with the monitor itself.

Manufacturer narrative:
The problem was with the power cord which, from appearances, was well used. There is a small cut at the cord connector nearest the monitor. Some insulated wires inside appear to be cut as well with some evidence of shorting haven taken place. The area around the cut does not exhibit a great deal of melting of the insulation. Likely that that there was sparking that caused the baby blanket to exhibit a burn hole. Baby was not injured and monitor was not damaged.